Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the formula 180 shaver hand piece was getting really hot and burnt the patients skin. It was a little burn that did not require any medical intervention.

Event description:
It was reported that the formula 180 shaver hand piece was getting really hot and burnt the patients skin. It was a little burn that did not require any medical intervention.

Manufacturer narrative:
The sales representative confirmed product will not be coming in-house for evaluation. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: device becomes hot during use probable root cause: clogged suction path. Hot irrigant fluid external to shaver. Use error the reported failure mode will be monitored for future reoccurrence.